Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The device was returned and the lot number was confirmed with the packaging returned with the device. During visual inspection, the device was returned with xt-27 and was found to be intact. The stent was found to be deployed and not returned. The stent deliver wire (sdw) was found to be intact and the introducer sheath was not returned. During the functional inspection the microcatheter was flushed and the patency mandrel was advanced to confirm that the stent was not deployed inside. Significant amount of blood/blood clots exited the microcatheter. The stent was not present inside the catheter. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event of the stent difficult/unable to advance or pullback through catheter could not be confirmed; however, the analysis results are consistent with the reported event. The reported event of the stent deployed prematurely during use was confirmed as the stent was not within the delivery system or within the microcatheter. The device did not meet specifications when received for complaint investigation based on functional and visual inspection. It was reported that the stent deployed in microcatheter while retracting. During delivery it to go into microcatheter, resistance became bigger and bigger when the stent reached middle of the microcatheter, the operator had to withdrew it and during this procedure, causing the stent to deploy in microcatheter unexpectedly. Additional information provided by the customer was big resistance was encountered while advancing the stent in the catheter and the stent deployed during retraction in the catheter. It was also reported the device was prepared as per the dfu, that there was no damage noted to the packaging prior to opening and the device was confirmed to be in good condition during preparation/prior to use on the patient, and that continuous flush was set up and maintained during the procedure. The device was returned for analysis and the stent was found to be deployed from the stent delivery wire distal tip. The stent was not returned. During functional testing carried out during analysis a patency mandrel was advanced through the returned catheter and the stent was not present in the catheter. The stent delivery wire was returned and found to be intact. The introducer sheath was not returned for analysis. The analyzed event of the stent deploying prematurely during use as well as the as reported event of the stent difficult/unable to advance or pullback through catheter and the stent deployed prematurely during use will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use.

Event description:
It was reported during the procedure to treat a posterior circulation aneurysm with a wide neck, while the physician advanced the subject stent in the catheter, resistance was felt. When the device reached the middle of the catheter, it deployed prematurely. The device was replaced, and the procedure was completed successfully with no clinical consequences to the patient.